Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet been completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. The fluid volumetric accuracy test was performed and the device failed; therefore, pal performed a more detailed inspection of the door assembly. The inspection showed that the piston foam was deteriorated. The evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was replaced to resolve the condition. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during an evaluation of a returned homechoice device, the device failed volumetric accuracy testing. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.